Event description:
It was reported that insulin squirted out during the manual prime. No beeps were heard, and the numbers did not appear on the screen. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose motor support disk.